Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one 20350e sample was received for investigation with residual fluid present within the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 19076445. Additionally, two 60953v gp sets and one extension set from unknown origin with residual fluid were received connected to the sample to assist the investigation (appendix 1). A visual inspection of the 20350e-0006 sample confirmed the presence of a kink located 10 cm below the in-line filter component. A closer inspection confirmed the kink could be momentarily undone manually and identified signs that the it may have been caused by an external machinery. The sample was flushed with a plastipak syringe from bd stock; no occlusion was identified during testing. Additionally, the sample was connected to the male luer component of one of the gp sets received and primed by gravity; the flow rate was considerably reduced due to the kink in the sample when compared with priming of the gp sample on its own. Root cause analysis: trend review: a trend review was performed for model 20350e and no qns related to this failure mode were found in a 12- months period (september 7th, 2019 to september 7th, 2020). A trend review was performed for model 20350e and three(3) additional complaints related to this failure mode were found in a 12- months period (september 7th, 2019 to september 7th, 2020) (B)(4). Root cause definition: customer complaint was confirmed through pictures provided by UK investigator from the packages reported, however, as stated above during investigation no irregularity during manufacturing or packaging process investigation was found that could lead us to say that this condition is the result of a specific root cause related to manufacturing or packaging process. Investigation conclusion: corrective and preventive actions no actions were defined since no irregularities or specific root cause was found to be attributed to the process were found. However, it will be monitored for track and trend to prevent any other recurrence.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port tubing was kinked. The following information was provided by the initial reporter: the reported feedback suggests that the tubing is kinked. Report that the line had a kink. We received a customer complaint; it was ¿reported that the line had a kink¿. Infusion was subsequently stopped and it was concluded that the matter ¿appeared to be mechanical error of tubing design (bend and twist of line, unable to straighten below micron filter).¿